Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010, for low back and leg pain. It was reported that the pt was having a continued ache in the upper right portion of her abdomen. An x-ray revealed that one of the leads had migrated anteriorly. The physician explanted the leads and replaced them with one lead on (B)(6) 2011. The explanted leads were returned to the MFR for analysis. F/u on the pt found no further issues reported.